Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, an image was not displayed because the cable unit became defective. However, the definitive root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During testing of the device, no image was determined to be caused by a faulty cable unit. In addition, button number three (3) on the switch had no sense of depression because the switchboard was faulty, the rear cover label was faded and the focus ring had thin cracks. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k camera head ¿doesn¿t register anything¿ when connected. There were no reports of patient harm associated with this event.